Event description:
When drawing up IV contrast, the spike would not detach from the syringe causing it to malfunction. Manufacturer response: for sterile disposable syringe, medrad (per site reporter) will review and respond.

Event description:
When drawing up IV contrast, the spike would not detach from the syringe causing it to malfunction. Manufacturer response for sterile disposable syringe, medrad (per site reporter): will review and respond.